Event description:
It was reported that an asymptomatic patient presented for a post op check. It was noted that the atrial lead exhibited no sensing and no capture. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.